Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The customer reported four false positive results with the ID now covid-19 assay test for multiple patients performed on various dates. This MFR address event 1 and is two (2) of four (4) the customer reported a false positive result with the ID now covid-19 assay test performed on (B)(6) 2022. Confirmation testing was performed in a laboratory (platform: unknown) generated negative results (CT values not provided) the customer stated patient was not symptomatic no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m215373, test base part number 190-430 / lot m215373. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215373 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : device discarded, single use device.

Event description:
The customer reported four false positive results with the ID now covid-19 assay test for multiple patients performed on various dates. This MFR address event 1 and is two (2) of four (4). The customer reported a false positive result with the ID now covid-19 assay test performed on (B)(6) 2022. Confirmation testing was performed in a laboratory (platform: unknown) generated negative results (CT values not provided) the customer stated patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.